Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the inside of the base of the aortic cutter. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed in the loading device with no visual defects observed. The white plunger and blue safety lock was not observed in the photograph. The seal was observed in delivery device in a rolled taco shape. Blood was observed on the intact seal indicating an attempt was made to introduce the seal into the aorta. Based on the non-return of the device, as well as the photographic inspection, the reported failure "activation problem" was confirmed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella cannot be loaded successfully. The device was loaded completely according to the step 1,2,3,4. The seal didn't deploy properly. They used another one to complete the surgery. There was no harms and side effects to the patient.

Manufacturer narrative:
Trackwise ID 753124 since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.